Event description:
Rep reported that the surgeon implanted the device and found that it was leaking. Nurse reported that while the surgeon was implanting he may have pierced the catheter while suturing. As a result, the device was explanted and replaced. No adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.